Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108134, UDI: (B)(4).

Event description:
It was reported that the patient had a fractured lead, however, this was not confirmed with imaging. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient had a fractured lead, however, this was not confirmed with imaging. No further information could be obtained despite good faith efforts. Additional information was received that imaging confirms spinal cord stimulator (scs) lead fracture. High impedances and inadequate stimulation were also noted.